Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed thus the cause for the coil protrusion could not be determined. However, hemorrhage and patient outcome of death are known risk associated with endovascular procedures and are noted as such in the device directions for use. Therefore, assignable cause of anticipated procedural complication was assigned to these events.

Event description:
The journal of neurological surgery published the case of a patient presenting with a ruptured anterior communicating artery (acom) aneurysm. The aneurysm was accompanied by pseudoaneurysm. A coil (subject device) was selected as a framing coil, and it was attempted to be placed only in the true aneurysm, but it protruded to the pseudoaneurysm. Therefore, the coil was deployed in the entire aneurysm involving the pseudoaneurysm. Some coils were added in the aneurysm and the procedure was finished with a neck remnant. A computer tomography (CT) after the procedure revealed worsening of the presenting subarachnoid hemorrhage (sah). In the physician's opinion, re-bleeding probably may have occurred during the procedure or immediately after the procedure. Approximately 9 days post procedure, the patient passed away due to uncal herniation. No further information is available.

Manufacturer narrative:
1 of 2 reports filed for coils implanted. Subject device remains implanted.

Event description:
The journal of neurological surgery published the case of a patient presenting with a ruptured anterior communicating artery (acom) aneurysm. The aneurysm was accompanied by pseudoaneurysm. A coil (subject device) was selected as a framing coil, and it was attempted to be placed only in the true aneurysm, but it protruded to the pseudoaneurysm. Therefore, the coil was deployed in the entire aneurysm involving the pseudoaneurysm. Some coils were added in the aneurysm and the procedure was finished with a neck remnant. A computer tomography (CT) after the procedure revealed worsening of the presenting subarachnoid hemorrhage (sah). In the physician's opinion, re-bleeding probably may have occurred during the procedure or immediately after the procedure. Approximately 9 days post procedure, the patient passed away due to uncal herniation. No further information is available.